Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was 93 mg/dl. Customer reported that they error message was fades in and out. Customer also reported that the insulin pump did not ask for a rewind. Customer troubleshoot was performed. Customer was advised to insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, unexpected restart error test, self test and displacement test. No unexpected restart error noted during test.